Manufacturer narrative:
The pump was received with a cracked and bleeding glass on the lcd board. The pump was received with a cracked case at the display window corners, lcd window, case and belt clip slot, as well as a torn keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer fell down and damaged the display on the insulin pump. Customer stated that the display was partially black. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.